Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer delivered a food bolus and did not eat. Customer's blood glucose (bg) lowered (26 mg/dl). Customer consumed food to address bg. Recommendation was made for customer to discuss event with a healthcare provider.